Manufacturer narrative:
UDI - is unavailable at this time. Once the investigation is completed to UDI number will be provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A search of the complaint file didnot find other reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seal 6f deployed to close to the vessel following procedure, device failed to deploy, the anchor appeared to get stuck inside the white angio-seal introducer. Additional information was received on (B)(6) 1207: hemostasis was achieved by manual compression and the blood loss was less than 250cc, small amount of oozing. There was no patient harm at all and the procedure was completed successfully. There was no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. It was initially reported that the device was available. The device is no longer available. Update section to reflect no device returned. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.